Manufacturer narrative:
Section b5, d10, d11, h3: additional information. Section b5: patient's previous admission for pneumonia, bacteremia and elevated ldh previously reported under MFR # (B)(4). Patient's post-operative bleeding and ongoing bacteremia, pneumonia and sepsis reported under MFR # (B)(4). The patient remains ongoing with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient was admitted a few weeks prior with pneumonia, staphylococcus epidermidis bacteremia and elevated ldh. The patient was continuing on outpatient vancomycin when he presented with vad thrombosis on (B)(6) 2019. Blood cultures on (B)(6) 2019 were still positive for staphylococcus epidermidis. Patient underwent pump exchange on (B)(6) 2019 to (B)(4). The course was complicated by intra-abdominal bleeding and patient returned to the operating room on (B)(6) 2019. Hemoglobin was stable status post the or return visit. The patient is continuing on vancomycin for the staphylococcus epidermidis and is now with pseudomonas aeruginosa (psa) ventilator-associated pneumonia with sepsis. On (B)(6) 2019 the clinician reported it was discussed by healthcare team and decided that there is no need for further investigation of the pump. The patient experienced power spikes, rising ldh, dark urine and there was ultimately a clot found inside the device. It is clear that ingestion occurred. The pump will not be returned.

Manufacturer narrative:
Description of problem or event: the patient's previous admission for bacteremia, pneumonia and elevated ldh was reported under MFR # 2916596-2019-02349. The patient's previous pump exchange was reported under MFR # 2916596-2018-05064. Approximate age of device- 6 months, 7 days. Device evaluated by MFR: the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to emergency department with elevated lactate dehydrogenase (ldh) and dark urine. Intermittent power spikes were noted on upon lvad interrogation. The patient was admitted on (B)(6) 2019 and started on heparin gtt. Ldh remained elevated. No other diagnostic tests were performed. It was reported the patient was admitted a few weeks prior with pneumonia and bacteremia. At that time his ldh was elevated and plavix was initiated with reduction of ldh. Patient subsequently underwent hmii to hmii pump exchange via thoracotomy on (B)(6) 2019. Pump was exchanged only; inflow cannula and outflow graft were not exchanged. It was reported an old clot was removed from inlet stator. This is the patient's third hmii pump. It was reported the pump will return for investigation.

Event description:
Additional information: the patient presented with acute shortness of breath and a trans-thoracic echo (tte) was done which showed device thrombus.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.